Event description:
Patient diagnosed with severe aortic stenosis on hemodialysis. Patient was felt to be a high risk surgical candidate and had declined consideration for open aortic valve replacement. Echo measurements of the aortic structure showed sufficient room for up to a 23 mm v8. Bav procedure performed using a 23mm v8. V8 was inflated with 30cc saline/contrast which is the lower of the two recommended inflated volumes for this catheter. Balloon locked into the anatomy. No apparent procedural anomalies. Balloon was deflated and nursing staff noted sudden drop in blood pressure. An aortogram revealed. Severe wide open aortic insufficiency and probably a flail leaflet. Patient did not recover from compromised blood pressure. There was no device failure or malfunction. Diagnosis or reason for use: balloon aortic valvuloplasty.